Manufacturer narrative:
Service was not requested.no information from customer.(B)(4).

Event description:
The customer reported the device not recognizing back up battery. The manufacturers product support engineer advised customer that battery and or power supply may be faulty and need replaced. The customer did not call back for further assistance. Attempts to gain more information from the customer has yielded no response. The customer reported no patient involvement.